Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the imaging system with the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that during a spinal fusion the navigation system was inaccurate. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.